Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, iol found to be stuck in delivery system. Additional information has been requested however no further information available.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned inside a liquid filled small tube. The lens was removed and allowed to air dry prior to evaluation. The optic was broken or cut into two pieces. One optic portion was broken on the optic edge and torn further into the optic material. The broken optic material was not returned. The optic was torn on the left side of this portion. The second optic portion was torn on the posterior edge and scratched near the torn area. The anterior optic surface was scratched directly opposite the posterior damage. The associated cartridge was not returned to evaluate. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge and viscoelastic were used with a non-qualified handpiece. Only a severely damaged lens was returned to evaluate. The root cause for the reported complaint is most likely related to a failure to follow the instructions for use (IFU). A non-qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).